Event description:
Report received of an unrestricted flow. The customer contact reported an unrestricted flow was noted during set up prior to pt use. The tubing set was replaced and the infusion was started. There were no reported adverse pt effects. Though requested, no additional information was provided.